Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported through a clinical research article, "needs revision to a new non-invasive grower."

Manufacturer narrative:
There is no indication of device or manufacturing related issues. It has been determined that the device has reached its maximum extension and successfully fulfilled its function. A revision related to a non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. Therefore this is not a reportable event.

Event description:
It was reported through a clinical research article, "needs revision to a new non-invasive grower."